Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.3, lab#1: 3.0, lab#2: 2.3. Patient history: (B)(6): started coumadin due to dvt. Lab inr=1.2. (B)(6): lab inr=2.2. (B)(6): meter inr=3.1. (B)(6): meter inr=4.3, lab #1 (mechanical method using fresh sample) = 3.0, lab#2 (sysmex using frozen sample a day or two later) = 2.3. Both lab samples drawn within minutes of fingerstick. Therapeutic range unknown. Still working on stabilizing coumadin dose.